Event description:
It was reported that when the external pulse generator was connected to the patient that it was pacing at a rate lower than the set rate. The device was checked for repair and it was found that the sensitivity setting was out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.